Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he was receiving no delivery alarms back to back. Customer was explained that the recurring alarms may be due to site, set, or reservoir issues. Customer stated that he does rotate sites and avoids scar tissue. Customer does not use the serter device according to the instructions. Customer stated that the tubing was not bent or kinked. Customer does not want to troubleshoot for the recurring alarms. Customer confirmed that he has an appointment with his health care professional this week and will speak to them about his issues. Customer stated that he was thinking about reverting back to his old pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.